Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a removal surgery at t2-3 and l2-3. Intra-op, the scrub nurse handed the incorrect tools to the surgeon to remove the implant causing stripping and breaking of the working end of the tools. No fragment remains in the patient. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis results: the tip of the driver has fractured. The fractured face has an extremely steep angle. The material flow indicates that the driver was being turned in the counterclockwise direction during the failure. The hardness of the driver as well as the o.d. Of the shaft was checked and meet print spec. The failure is consistent with torsional force accompanied by off-axial force resulting in material overload. If information is provided in the future, a supplemental report will be issued.